Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that patient's mother contacted the vad coordinator as patient had episode of dizziness, headache and blurred vision. The patient was admitted on (B)(6) 2016 and anemia was identified with unknown origin. They believe the cause is likely due to gastric bleeding. However, the patient has had 2 negative fecal occult blood tests, no menstrual loss or clinically significant nose bleeds.  Additionally all tests including a head CT, hemolysis screen, abdominal us, meckel scan, chest xray, and echo found nothing abnormal detected.  Patient's inr 3.8 and had been mid to high 3's. The patient was admitted with a hg of 8 g/dl and was given an iron infusion (B)(6) 2016 due to a drop to 7.2 g/dl. The patient was discharged two days later and during follow-ups, the hg continues to trend up with the latest being 9.3g/dl on (B)(6) 2016. The patient is currently outpatient still lethargic with occasional episodes of dizziness usually associated with ambulation. The team believes her condition is likely due to anticoagulation/antiplatelet medication as she was not on a ppi.